Event description:
A newborn was placed in device to warm and stabilize upon birth. Heat probe was placed on infant's abdomen over liver area. Fifteen mins later, infant was observed turned to left side with readness noted over left thigh and leg. Heat was noted from device; felt abnormally hot. Temperature was 36.4. Redness on thigh and leg dissipated upon removing infant from equipment. Equipment removed to engineering dept, co notified. Rep from co to investigate.